Event description:
The doctor indicated that he discovered the fracture of the abutment screw after the patient presented complaining of mobility of their restoration.

Manufacturer narrative:
Visual inspection of this abutment screw confirmed that it had fractured at the threaded portion. No lot or order number provided. The review of the product history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.